Manufacturer narrative:
No device deficiency was reported. Phrenic nerve damage leading to diaphragmatic paralysis is a known potential adverse event documented in product labeling.

Event description:
A pvi isolation was performed and the patient had phrenic nerve paralysis. The patient was discharged as scheduled without prolongation of hospitalization. The paralysis was confirmed to have improved on the patient's follow-up visit on (B)(6) 2019.